Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A medwatch uf importer# (B)(4) was received. The following information was abstracted from the report; surgeon applied mayfield headrest with patient in the prone position prior to start of case. Knobs tightened to setting of 80lbs psi and headrest knob "lost tension" to 20lbs psi. Knob adjusted again to 80lb psi and towels applied around the surgical to help secure the headrest and protect the surgical site. At the end of surgery, fresh bleeding on the left temporal area and a laceration was noted requiring cleaning and suturing by surgeon.